Event description:
Nurse reports patient was admitted to the hospital with high inr. Patient's therapeutic range is 2.0-3.0 inr. Visiting nurse performed pt/inr testing on pt with the protime microcoagulation system. The initial result generated a barcode error and the following test generated an inr high message. Nurse indicated that this patient was new to protime testing and was recently in the hospital for diagnosis of deep vein thrombosis. Follow-up communication with the nurse reported that the pt was subsequently admitted to the hospital. The hospital's test result also confirmed that the patient's inr was supra-therapeutic, but the exact result was not provided. No additional patient info was provided.

Manufacturer narrative:
(B)(4). Instrument serial number was not provided by the customer. Based on the info provided by the customer, there is no evidence of a system malfunction. Protime generated an inr high message, and the hospital's test result also confirmed that the pt's inr was supra-therapeutic. This report is being provided strictly on an informational basis to capture the associated hospitalization during use of the protime device. Itc has requested all data required for form 3500a. Fields for which data were not obtainable or are not applicable are intentionally left blank.